Event description:
Asku

Event description:
It was reported that there was sensing difficulty, high impedance greater than 2500 ohms, lead failure, and that multiple inappropriate shocks were delivered due to lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information received reported an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned